Manufacturer narrative:
Additional information: according to the information received, in situ measurements showed the three most basal channels with hi status due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use.

Event description:
A CT scan was performed due to an increase in impedances on the most basal channels. Reportedly, the CT scan from the (B)(6) 2021 showed 3 channels extra-cochlear. The user underwent a revision surgery on (B)(6) 2021 at which the array was advanced back into the cochlea. Reportedly in situ measurements were okay on every channel and a nerve response was recorded on each channel.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT scan was performed due to an increase in impedances on the most basal channels. Reportedly, the CT scan from the (B)(6) 2021 showed 3 channels extra-cochlear.